Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced st elevation. St elevation noticed when using the non-boston scientific sheath with farawave. Following the transseptal puncture (tsp) using a non-boston scientific sheath and versacross rf wire, st elevations were observed post-tsp and prior to pulse delivery. Air could not be observed due to the non-boston scientific sheath. Irrigation was not interrupted or stopped during the procedure, and no audible sound suggesting air entry was noted. The intervention performed for the st elevation was to increase the patient's blood pressure. St elevation was noted in the inferior leads with no pre-procedure st elevation. The suspected cause was an air embolus, and it occurred prior to farawave usage (not during ablation). The patient was under general anesthesia, without deep breathing or apneic episodes, and no condition that could have caused negative intrathoracic pressure. The issue resolved during the procedure, and the procedure was completed successfully. No difficulty was noted during transseptal. The versacross rf wire was not inside the patient when the issue was noted, it was removed prior to that. No air embolism was noted. The rf wire was used with non-boston scientific dilator and sheath. In the physician's opinion, the issue was due to the non-boston scientific sheath. Patient was discharged. The device is not expected to be returned for analysis (disposed).